Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for the tx30v device, can you please clarify the event description of "not stapled". Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Response: no staples deployed after trigger was squeezed.

Event description:
It was reported that during an unknown procedure, tx30v - not stapled. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p55m0r. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.